Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that values were no displayed on the continuous glucose monitor. Tandem technical support instructed the customer to start the sensor session. Customer declined troubleshooting with tandem technical support or provide additional information; therefore, the root cause could not be determined. There was no reported adverse impact to the customer.